Manufacturer narrative:
The manufacturing representative completed a work order out at the site. It was reported that the system preformed as intended, and no parts were replaced. A system check-out was preformed successfully. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that during the procedure the surgeon was a few mm deep when touching the spinous process. It was stated that the accuracy felt better the closer to the percutaneous pin they navigated. There were two navigated spins performed, one using spinous process clamp and one with perc. Pin. Identifiable landmarks were touched on the spine model and the position was accurately matched on the navigation system. They finished the procedure accounting for the inaccuracy. There was troubleshooting done where they paused respiration during a spin, and checked the accuracy with a probe and a drill but it did not solve the issue. There was no harm to the patient involved at the time of the event. It was suspected that a likely cause was the frame being bumped after the spin.